Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to low blood glucose. The blood glucose reading was 39 mg/dl. The customer reported that she hadn't been eating right. The customer was wearing the insulin pump at the time of the event. Emergency medical services were called to her house and treated her with a shot.